Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.